Event description:
I have ongoing pain in my left side, I have developed a nickel allergy with rashes, the coil from my left tube has migrated, my menstrual periods have changed severely since having essure I have multiple periods per month with bad cramps and clots, my blood pressure is high, my cholesterol is very low, my vitamin d is very low, and I have been put on hormone pills as well as other medications to try and regulate my issues and nothing is helping. I have developed "brain fog" I can't remember simple terms and names, I have constant back pain, developed a metallic taste in my mouth.